Event description:
Customer reported the alarm has been alarming no delivery. Customer stated issues have occurred for a few days and he has fixed problems by taking out the reservoir and rewind and priming the device. Customer's blood glucose was 252 mg/dl. Customer was driving and was unable to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.